Event description:
Consumer states she microwaved the heating pad in accordance with the instructions. When she removed the pad from the microwave, a large burst of steam came from the seam of the heating pad. Consumer states she was burned through the thick gown she was wearing. Is claiming a 3rd degree burn.